Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 1.5 mm distal to the distal of the proximal balloon band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 10/2.25 flextome¿ cutting balloon¿ was selected for pre-dilation. During procedure, it was noted that the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 10/2.25 flextome¿ cutting balloon¿ was selected for pre-dilation. During procedure, it was noted that the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported.